Manufacturer narrative:
Product: thermacare lower back & hip. Lot number and expiration date: cm3222 and oct2022. Description of compliant: "I starting feeling a little burn on my side and I saw what seems like a burn". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch cm3222 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot-specific trend identified?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "started feeling a little burn on his side and he saw what seemed like a burn." The cause of the consumer stating "started feeling a little burn on his side and he saw what seemed like a burn" from use of wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] I starting feeling a little burn on my side and I saw what seems like a burn [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A male patient of an unknown age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cm3222 and expiration date oct2022, on an unknown date for lower back as it was hurting when arching his back. Relevant medical history and concomitant medications were not reported. The patient reported that the thermacare heatwrap stayed for 3 hours and about 15 mins, after that he started feeling a little burn on his side and he saw what seemed like a burn. The action taken in response to the event for thermacare heatwrap and the clinical outcome of the event were unknown. On (B)(6) 2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare lower back & hip. Lot number and expiration date: cm3222 and oct2022. Description of compliant: "I starting feeling a little burn on my side and I saw what seems like a burn". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch cm3222 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot-specific trend identified?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "started feeling a little burn on his side and he saw what seemed like a burn." The cause of the consumer stating "started feeling a little burn on his side and he saw what seemed like a burn" from use of wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (B)(6) 2020): new information received from the product quality complaint group included: investigation results that yielded no product quality issues. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2020): follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020): this follow-up was created to submit final medical device report information to the regulatory authorities. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term]. I starting feeling a little burn on my side and I saw what seems like a burn [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A male patient of an unknown age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cm3222 and expiration date oct2022, on an unknown date for lower back as it was hurting when arching his back. Relevant medical history and concomitant medications were not reported. The patient reported that the thermacare heatwrap stayed for 3 hours and about 15 mins, after that he started feeling a little burn on his side and he saw what seemed like a burn. The action taken in response to the event for thermacare heatwrap and the clinical outcome of the event were unknown. On 10sep2020, the product quality complaint group provided the following investigation results that yielded no product quality issues. Product: thermacare lower back & hip. Lot number and expiration date: cm3222 and oct2022. Description of compliant: "I starting feeling a little burn on my side and I saw what seems like a burn". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch cm3222 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot-specific trend identified?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "started feeling a little burn on his side and he saw what seemed like a burn." The cause of the consumer stating "started feeling a little burn on his side and he saw what seemed like a burn" from use of wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (10sep2020): new information received from the product quality complaint group included: investigation results that yielded no product quality issues. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Product: thermacare lower back & hip. Lot number and expiration date: cm3222 and oct2022. Description of compliant: "I starting feeling a little burn on my side and I saw what seems like a burn". Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: batch cm3222 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), and trending were evaluated. No quality issues were identified. Lot-specific trend identified?: no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "started feeling a little burn on his side and he saw what seemed like a burn." The cause of the consumer stating "started feeling a little burn on his side and he saw what seemed like a burn" from use of wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
I starting feeling a little burn on my side and I saw what seems like a burn [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number cm3222 , expiration date oct2022, via an unspecified route of administration from an unspecified date at an unspecified dose for lower back as it was hurting when arching his back. The patient's medical history and concomitant medications were not reported. The patient reported that the thermacare heatwrap stayed for 3 hours and about 15mins, after that he started feeling a little burn on his side and he saw what seemed like a burn. The action taken in response to the event for thermacare heatwrap and the outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.